Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
Additional information: healthcare provider (hcp) is in the middle of a legal case with this unknown patient. Hcp would not disclose who the patient was for legal reasons and had asked not to contacted about it at all. Hcp's nurse filled the pump with 2000 mcg/ml concentration of medication instead of the 500 mg/ml it should have been. She said that the patient ¿went to hell and back.¿ she said that the patient was hospitalized and was eventually released. She had no details about the hospitalization, which hospital or dates. The patient was claiming that they have long term effects from the overdose. She also stated that it took a long time to figure out why she had overdosed because the nurse programmed 500 mcg/ml into the 8840 but in reality she had infused 2000 mcg/ml. The patient had been getting good therapy before and never had an issue so for a while everyone was perplexed on how she could have overdosed because there were no abnormalities in the pump and telemetry was accurate for volume.

Event description:
It was reported that a patient received an overdose of intrathecal baclofen due to a programming error and had complained of long term injuries associated with the overdose. Information was requested on long term consequences of baclofen overdose. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).